Manufacturer narrative:
A visual evaluation of the returned device found that the middle part of the stent was separated in two sections. The suture was not returned and no other anomalies were found. A functional evaluation was performed and the mandrel passed properly through the stent without resistance. The evaluation concluded that the most probable root cause for this event was generated during unpacking/preparation; possibly the way in which the device was handled and manipulated may have contributed to the failures encountered. Additionally, the damage found is consistent with one caused when the catheter is being pulled. This may cause damage, deformity or device break. Therefore, the most probable cause is considered "handling damage". A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent was to be used on a ureteral stenting procedure performed on (B)(6) 2016. According to the complainant, upon preparation, it was found that the stent was separated/torn in the middle when removed from the package. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The exact patient age is unknown; however, is reported to be over 18 years old. Reported event of stent broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent was to be used on a ureteral stenting procedure performed on (B)(6) 2016. According to the complainant, upon preparation, it was found that the stent was separated/torn in the middle when removed from the package. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.